Event description:
It was reported that the patient was experiencing loss of pain relief. Imaging confirmed a dorsal migration of the device. The patient underwent an explant procedure to remove the device and a new implant was placed in a more ventral position. The explanted device will not be returned as it was discarded by the facility. The patient is doing well post-operatively.